Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation due to deflation. A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual and microscopic analysis and leak test of the returned device identified: two curved openings with striated edge. Based on the device analysis the final assessment is curved striated openings assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation of a tissue expander. Device has been explanted.